Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle locks due to corrosion of the angle, water tightness not maintained due to perforation of the forceps channel, burning of the tip cover, liquid leakage in the light guide bundle, light guide bundle severely broke, liquid leakage observed in the operating part, and liquid leakage on the up/down plate. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on the evis lucera ultrasound gastrovideoscope for angle defect. Upon inspection and testing of the customer returned device, angle was found lock due to corrosion of the angle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the angulation lock occurred due to the rusting of the internal metal due to the internal water invasion caused by the perforation of the forceps channel. Olympus will continue to monitor field performance for this device.